Event description:
Customer reported receiving an error 4 on the display of their freestyle flash blood glucose monitor when a test strip was inserted. While adc customer service was troubleshooting it was discovered that the unit of measure can be changed, which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Caller states patient tested 6.2 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.